Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
After 6 hours of ivtm therapy, the customer noticed that the saline fluid in the bag has decreased and that the ivtm thermogard console displayed "airtrap" error message along with alarm sound. No saline fluid noted on the patient's bed and condensate pan. Pink-colored saline fluid was observed when the physician applied negative pressure to the icy catheter (lot #95028) with syringe. Ivtm therapy was discontinued per physician. When the icy catheter was removed, customer observed leak from the connection between the balloon and the catheter shaft. No patient injury was reported. Icy catheter was submitted under MFR 3010617000-2020-00022.